Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08730 inches. Power graph analysis confirmed low battery alarms and an abnormal loaded voltage (loaded vlith) at the power management graph due to connector resistance at printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. No unexpected failed battery test/battery failed alarms noted during testing. No unexpected pump error alarm during testing however, pump error alarm (variable 3) is located in the formatted history file due to cold solder joints of the keypad assembly. Insulin pump was received with scratched case, serial number label faded, end cap address label faded, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in emergency room due to dehydration and high blood glucose on (B)(6) 2018 at 11pm with blood glucose was 385 mg/dl. The current blood glucose is 78 mg/dl, 395 mg/dl. The customer's blood glucose at the time of incident was 508 mg/dl, 536 mg/dl. It was also reported that at night around 8:30pm while eating the dinner, blood glucose was around 400 mg/dl. The customer treated their high blood glucose with insulin pump and shots, syringe. The customer was wearing insulin pump during hospitalization. Based on customer report customer does not allege pump was under delivering. It was also reported that the insulin pump received failed battery test and hardware low level failure alarms. The customer was able to complete insulin pump rewind and insulin pump failed the self test. The customer reported that they did not received failed battery alarm after tightened the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information related to malfunction was missing in narrative summary from initial report. Information has been provided with this report in section b5.

Event description:
Failed battery test and pump error 63 occurred during troubleshooting.